Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
One full shelf carton was returned in good shape. Five random samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of the testing performed on the returned samples were acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 1333200 had 41 visual inspections performed on 2,050 parts with zero defects noted. Six leak tests were performed on 30 parts with zero failures recorded. One notification was written on assembly batch 1333200 for damaged points. All affected product was scrapped. This does not affect leakage.

Event description:
It was reported with the use of the bd precisionglide needle there was an issue with leakage. There was no report of injury or medical intervention.